Event description:
A female pt contacted lifecor customer support to report that the monitor is continually shutting off and turning back on. The screen would go blank. Then the system would reboot. Support sent the pt a replacement battery pack and monitor.

Manufacturer narrative:
Monitor, battery pack - 12/2005. Device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The cause of the monitor intermittently powering down was due to a damaged connector tab on the battery pack. The battery pack was repaired. Then it was retested and restocked. The root cause of the cracked locking tab cannot be positively identified but was likely due to a forcible removal of the battery from the monitor without pressing the tab. Monitor was tested and was found to be fully functional. It was restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack and a replacement monitor.